Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon leaked water on the eighth day of use.

Manufacturer narrative:
The reported event was confirmed as use-related. Received only the 2 way catheter for evaluation. Per the visual inspection of the exterior of the sample, it was observed that there was a tear at the inflation lumen and high salt accumulation inside of the balloon that had caused the water to leak out. The catheter was investigated under the microscope and found that the origin of the tear may be user related, as the tear did not occur as a result of any manufacturing related process. During the functional evaluation, the sample was inflated with 10ml of air while submerged in water and water leakage was noted on the inflation lumen from the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2.applicable patients (1) patients with known allergy to silver coated catheter" 1149: "l" 2199: "nl".

Event description:
It was reported that the balloon leaked water on the eighth day of use.